Event description:
This is an spontaneous report about a leak (disconnection between tubing and bag, exact location not known, will be marked and visible on the sample) on a cryocyte bag. The bag was filled with the patient's cells and cryoprotectant. Before mixing the tubing detached from the bag and solution/cells flow out the bag. A separate bad with cells from the same patient, same day was filled and prepared for freezing/storage without difficulties. The defect bag is available for investigation.

Manufacturer narrative:
(B)(4). Baxter medical assessment: this is a cryocyte bag tubing separation that occurred during filling. There have been no reported negative clinical consequences for the patient at this time. As in all cases of cryocyte bad leakages during filling, there is the potential of loss of engraftment or delay in engraftment with the loss of product. This puts the patient at greater risk. As such, this issue could potentially cause or contribute to an event if it were to reoccur. (B)(6), medical director. A follow uip will be submitted upon the completion of the sample evaluation.